Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 5.0x20mm liberte' bare metal stent delivery system was put into the guide catheter but was not able to be advanced through the guide catheter. Subsequently, they were unable to remove it from the guide catheter and they had to remove everything together. When the device was removed they found that the stent was bent. The device never entered the pt. The procedure was successfully completed with another liberte' bare metal stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.